Event description:
Our rep is reporting that during a shoulder repair, the anchor pulled out of its bone hole. The surgeon removed the anchor, and for whatever reason chose to go open to complete the repair. The surgeon completed the procedure successfully via bone tunneling technique without further incident or harm to the pt. The surgeon believes that soft bone quality was the root cause of the anchor pull out.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. "When all the info that can be had is had, the results of the evaluation will be the subject of a follow-up report."